Event description:
A malfunction on the pump was reported by a customer. There was no reported impact on the customer¿s blood glucose level. The customer switched to multiple daily injections as a backup insulin therapy, and tandem technical support arranged to replace the pump. Instructions for storing the pump and steps for receiving the replacement were provided and acknowledged by the customer.